Manufacturer narrative:
(B)(4). The product has been received for investigation and the complaint was not confirmed and no new issues or errors were observed.

Event description:
Customer reports not taking her prescribed medication as she did not trust the readings she received on her two precision xtra meters. She reports the erratic readings have been occurring for more than a month and reports she has lost consciousness. She was treated and diagnosed with hypoglycemia at a local hospital, however, no treatment is indicated. Although the customer does not report a specific day this medical event occurred, one meter's log does note readings <60mg/dl within the last month. There was no report of death or permanent impairment in this case.